Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).

Event description:
The event occurred upon opening of the mesher from the sterile processing department. It was reported that the comb was bent. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the pre-test could not be performed due to a damaged comb. The comb and carrier guide were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the comb was bent. There is no additional information. No adverse event was reported as a result of this malfunction.